Manufacturer narrative:
Date sent: 04/27/2009. Non-functional lockout, returned empty, damaged antibackup. Evaluation summary: the analysis results of the er420 found that it was received empty and with the lockout mechanism non-functional. Additionally the antibackup feature was not working as intended. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device received has been classified as an un-reconciled blind unit. No further information is available.